Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that (B)(6) y.o. Man had hypertrophic cardiomyopathy, heart failure, and persistent af lasting for 12 months with a huge left atrium (la) (60mm) and low la appendage flow velocity (15 cm/s). Following the pulmonary vein isolation and la substrate modification, atrial fibrillation converted to common atrial flutter and then terminated by creating a cavotricuspid isthmus block. However, the systolic blood pressure dropped to 85mmhg in the ward, and 200ml of pericardial blood drainage stabilized the haemodynamic state. Rivaroxaban was restarted on the 2nd post-procedural day (40 h later), yet a brainstem infarction occurred on the 3rd post-procedural day (72 h), and the patient died on the 4th procedural day due to massive brain oedema. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿management of cardiac tamponade in catheter ablation of atrial fibrillation: single-centre 15 year experience on 5222 procedures¿ the purpose of this study was to investigate the incidence, predictors, and management of cardiac tamponade in a single educational centre large patient cohort undergoing af ablation over 15 years. The study was conducted between 2002 and 2016. However the article did not specify when the patient had underwent the procedure. 4mm tip ablation catheter (fantasista, japan life line), 3.5mm externally irrigated-tip ablation catheter (thermocool, biosense webster), second-generation cryoballoon (arctic front advance, medtronic) were all used in this study. It is unknown which device the patient has been used. Bwi takes conservative approach to report this event under thermocool, however catalog and lot number is unknown.